Manufacturer narrative:
Model number/catalog number: sc-2352-70. Serial number: (B)(4). Batch/lot number: 21488897 / 19685122. Model/catalog description: linear 3-4 lead 70 cm.

Event description:
A report was received that the patient underwent a lead revision procedure wherein the physician created more slack for greater ease of moving in certain directions. The patient was doing well postoperatively.